Event description:
It was reported that the user experienced hyperglycemia while using the ilet and changed two infusion sets, after which blood glucose decreased from a reported level of 400 mg/dl; replacement infusion sets were shipped, and the cause of the elevated glucose was unclear. Customer care provided assistance that included review of the event details and coordination of supply replacement. Investigation of this case revealed insufficient information to identify a device malfunction or user error. No clinical symptoms associated with high blood glucose reported. Outcomes included temporary interruption of therapy to replace infusion sets without medical intervention. It was concluded that the cause of the hyperglycemia could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.